Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient experienced a skin reaction with an infection which occurred five days after the sensor had been inserted in the back of the arm. The patient developed a rash, redness, inflammation, pimples, blisters, drainage, pustules, an infection, and a scar under the sensor patch. The patient had itching and burning sensation in the area. On (B)(6) 2025, the patient consulted a physician at an urgent care clinic who prescribed a course of oral antibiotic medication (cefadroxil 500 mg, every 12 hours) for the infection. Multiple attempts to contact the reporter were made; however, no other details were obtained. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).